Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Manufacture date: lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal complaint reference #: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation at approximately 30 seconds into the ablation the anesthesiologist noted the patient's heart rate was dropping. The ablation was stopped and the patient was "tended to for a few minutes." When the heart rate was stabilized the physician successfully completed the ablation. It is unknown if any intervention was needed to stabilize the heart rate.